Manufacturer narrative:
The lens is not available to be returned to bausch + lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. Hydroview iol was discontinued and is no longer manufactured by b+l.

Event description:
It was reported that a hydroview intraocular lens has been explanted due to opacification. The lot and serial number were not provided, therefore, it has not been possible to determine whether the lens model is hydroview 1.0. Additional info was requested but has not been received to date.